Event description:
It was reported that a brown mark was found on the filter of a small volume intermate. This was observed after compounding with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual and microscopic inspections were performed and revealed no evidence of particulate matter. The reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.